Event description:
The facility initially reported a pump that would not turn off. However, upon additional information received, the pump began to alarm and failed during the infusion of saline. The pump failed to infuse as intended during patient use. There is no information available regrading the patient. The pump was swapped out for another pump. There was no patient injury or medical intervention necessary per the facility representative. There is no additional information available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump that would not turn off, thus resulting in an alarm and failure to infuse as intended, was not confirmed nor duplicated during product evaluation. Therefore, no further action was taken concerning the reported condition. The device was tested and returned within specification.